Event description:
It was reported that the customer experienced high and low blood glucose levels over the past 2 days. The high blood glucose reading was 184 mg/dl, which was treated with a bolus, just before the customer went to bed. The customer's mother stated that at midnight, the blood glucose reading dropped to 79 mg/dl, and by 3:00 am, the blood glucose reading rose to 111 mg/dl. She also noted that he experienced a low blood glucose reading of 50 mg/dl the day prior to the call. The caller declined to be transferred for troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.